Event description:
It was reported that when the patient presented in the hospital for a device change-out, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced without complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.